Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an hcp regarding the patient implanted with an implantable neurostimulator (ins). The hcp reports patient is currently inpatient. Caller reports he believes the ins is end of service and unable to program into MRI mode. Caller reports when they turned the device on, using the handset, an error message is seen at the beginning:"therapy off. Contact your clinician. Your therapy turned off automatically. Your neurostimulator cannot provide the requested therapy. If possible, reduce therapy settings before turning therapy on. Service code: 323". Caller reports when the attempted to placed the ins into MRI mode, an error message is seen: system error the system has encountered an unexpected error. Please contact technical support. Code: 0x1e8f5975. Additional information was received from the manufacturing representative (rep). The rep was with the patient. According to a family member the patient was found unresponsive on (B)(6) 2025. The patient coded and they shocked the patient three times. When the caller connected to the ins with the patient application, a message with code 323 was displayed. The caller tried to turn therapy on and the app got stuck on the communication in progress screen. The caller powered down the handset. The caller attempted to reset the ins with the clinician application. The caller then tried to connect and the app displayed a message that the ins was reset and amplitudes are set to 0ma. The caller continued through the message, it tried to connect and then they got the no device response message. Technical services (tss) reviewed information about cardioversion and potential ins damaged. The patient needed an MRI so tss reviewed MRI considerations. It was reported that error messages occurred when attempting to activate magnetic resonance imaging (MRI) mode using the mystim pc application with an implantable neurostimulator. The screen displayed "communication in progress" during attempts to communicate with the device, followed by a message stating "your therapy turned off automatically; your neurostimulator cannot prov ide the requested therapy; if possible, reduce therapy settings before turning therapy on." The process became stuck on a "session in progress" screen during the MRI mode activation attempt, and a system error with code 0x1e8f5975 was displayed. The healthcare facility inquired about the difference between therapy off and MRI mode and whether scanning the patient was still possible. The agent reviewed the differences between therapy off and MRI mode, discussed the initial error message, and noted that no information was available for the specific error code. Rep reported that her and a colleague were told that the code being reported could have been caused by the patient having had a cardioversion procedure or other high energy procedure. After rep talked to the patient¿s family, she was made aware the patient had endured 3 different shocking sessions from an AED prior to being hospitalized. The rep, with help from tech services, unsuccessfully attempted to ¿reset¿ the ins. The issue has not, and may not be able to be resolved. The product is currently implanted, and the patient is hospitalized until further notice. Hcp has been made aware and has stated the patient needs to improve her health status and be released from the hospital before he can address the need of doing anything further. Rep reported they were unable to successfully connect to the patients ipg, rep did attach a screenshot of the message they received while attempting to connect; "settings are too high" error screen. Additional information from the rep indicated that they were not able to connect to the ins, therefore, logs will not be available.